Event description:
During the implant procedure, the physician was unable to remove the guidewire from the left ventricular (lv) lead. While attempting to remove the guidewire, the proximal end of the lv lead broke. The physician alleged a malfunction against the lead and it was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of unable to remove the stylet and the proximal end of the left ventricular lead breaking, were confirmed. As received, a complete lead was returned in three pieces with the stylet stuck inside the stretched inner coil. The cause of the reported event of a broken proximal end of the left ventricular lead was isolated to procedural damage. The cause of the reported event of unable to remove the stylet was isolated to the bunching of stripped stylet, polytetrafluoroethylene (ptfe) coating and inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.